Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a backup alarm failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation ongoing.

Manufacturer narrative:
H11: correction: upon further investigation, this case has been downgraded as it was confirmed that the reported issue is for the alarm led failure and not the backup alarm failure. Therefore, this complaint no longer meets reportability requirements since there is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.